Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced a pneumomediastinum which required hospitalization. The targeted nodule, measuring 1.2 cm, was located in the left lower lobe away from the pleura. A post-procedure x-ray revealed a pneumomediastinum, which was subsequently confirmed by computed tomography (CT). The physician attributed the pneumomediastinum to the extended procedure duration, as the nodule's 90-degree angle positioning relative to the airway created a challenging location requiring multiple cloud biopsies to achieve a positive result. Although the procedure was technically difficult, it was completed successfully with a definitive adenocarcinoma diagnosis. The patient was asymptomatic initially, and then later had some swelling around the neck from air which resolved in 48 hours. The patient was monitored inpatient for 48 hours then discharged home and doing well with no other issues after a subsequent CT showed improvement in pneumomediastinum. No malfunction of the ion system, instruments, or accessories was identified during the procedure.